Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 742 mg/dl and mild diabetic ketoacidosis. Troubleshooting found that there was an emergency room visit for the high blood glucose. The customer indicated that a no delivery alarm was received as well. Troubleshooting found that the customer was still in the hospital and will be released when their blood glucose is under control.